Event description:
It was reported that post-implant of a realize band, during a fill fluid wa injected but could not be withdrawn. During an exploratory lap diagnostic procedure on (B)(4), 2010, the band tubing was found to be disconnected from the port. The plastic strain relief separated from the locking connector, which was still attached to the port, and was floating freely on the tubing. The port was replaced. The patient is okay.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Results: bent hooks. Dimensional analysis the injection port with the locking connector was returned for evaluation. The injection port was covered of black stains. Three (3) hooks were bent and the actuator ring was partially locked. The locking connector was in the locked position inside the port housing. There were nine punctures on the septum. Functional test could not be performed due to the condition in which the product was returned. Dimensional analysis of the returned components was performed and meets specification. The tubing strain relief was not returned for evaluation. A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process.